Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts) however, customer was unable to complete the check. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.